Event description:
It was reported the pt underwent revision surgery on (B)(6) 2013, due to the ipg flipping in the pocket. Her ipg pocket site was relocated and the ipg was sutured down.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.